Event description:
Our foreign distributor reported that during receiving and inspecting of this device, they found the bur came loose from the clamshell inside the sterile packaging. There was no report of compromise to the sterility of the product. There was no pt involvement, injury, or surgical delay resulting from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this bur and packaging for eval. In 2009, a visual examination of the package confirmed the report of the bur loose from the clamshell inside the sterile packaging. Further investigation found scratches on the pouch and confirmed a compromise to the sterility of the packaging. Conmed linvatec initiated and completed a corrective and preventive action to address this problem. A retainer component was added to the packaging to prevent the bur from coming loose inside the clamshell.